Event description:
The physician attempted to use a guardwire device in the treatment of a severely tortuous lesion. The device had been prepped as per IFU prior to use with no abnormalities noted. During the procedure, an attempt was made to inflate the device to block blood flow; however, the device deflated during pre-dilation with a pta balloon. The device was removed and observed to have a pin hole leak. The physician used another guardwire device as replacement. No injury reported to the patient.

Manufacturer narrative:
Results: procedural factor, device was prepped with no issues noted, device not returned for evaluation. Conclusions: no device or cine images received for review. (B)(4).